Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the press gasket which secures the door gasket in place was damaged. As the door gasket was not properly seated this allowed water to leak out of the washer onto the floor. To resolve the issue, the technician repaired the press gasket, ran a test cycle, and found the unit to be operating according to specifications. The unit was manufactured in 2009 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from their reliance vision single chamber washer. No report of injury.